Event description:
The subject ICD was implanted on (B)(6) 2021. Pacing system analyzer (psa) measurements at implant were threshold of 0.5v/0.5ms, impedance of 640ohm and amplitude of 7.9 mv. The ICD measurements at implant were threshold of 0.5v/0.5ms, impedance of 734oh, amplitude of 15mv and coil continuity of 627 ohm. A first visit was done on (B)(6) 2021 in hospital. During the visit, the physician observed 2 episodes misclassified as ventricular fibrillation (vf), as the patient had not ventricular arrhythmias. No therapy was delivered. On (B)(6) 2021, inappropriate shocks were detected when the patient was deeply breathing and coughing. On (B)(6) 2021, a reintervention was performed, the ICD was explanted and replaced by an ulys vr2240.

Manufacturer narrative:
The device was explanted and returned for analysis.

Event description:
The subject ICD was implanted on (B)(6) 2021. Pacing system analyzer (psa) measurements at implant were threshold of 0.5v/0.5ms, impedance of 640ohm and amplitude of 7.9 mv. The ICD measurements at implant were threshold of 0.5v/0.5ms, impedance of 734oh, amplitude of 15mv and coil continuity of 627 ohm. A first visit was done on (B)(6) 2021 in hospital. During the visit, the physician observed 2 episodes misclassified as ventricular fibrillation (vf), as the patient had not ventricular arrhythmias. No therapy was delivered. On (B)(6) 2021, inappropriate shocks were detected when the patient was deeply breathing and coughing. On (B)(6) 2021, a reintervention was performed, the ICD was explanted and replaced by an ulys vr2240.

Event description:
The subject ICD was implanted on (B)(6) 2021. Pacing system analyzer (psa) measurements at implant were threshold of 0.5v/0.5ms, impedance of 640ohm and amplitude of 7.9 mv. The ICD measurements at implant were threshold of 0.5v/0.5ms, impedance of 734oh, amplitude of 15mv and coil continuity of 627 ohm. A first visit was done on (B)(6) 2021 in hospital. During the visit, the physician observed 2 episodes misclassified as ventricular fibrillation (vf), as the patient had not ventricular arrhythmias. No therapy was delivered.